Event description:
It was reported that during an implant procedure, there was a lead which did not cause a response. There was a motor response when the foramen needle was implanted, but not when the lead was implanted. Nothing different or abnormal had occurred during the implant procedure. Another lead was used to complete the implant, this resolved the issue. The pt was not injured during the procedure. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).